Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and failed due to moisture damage. Functional testing/receiver download could not be performed because the receiver would not boot up. The receiver case was opened for internal inspection and moisture detection sticker activated and/or, rust, contamination or liquid intrusion found. Customer complaint could not be confirmed due to the moisture damage. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.